Manufacturer narrative:
Reported event of fiber misfired. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a laser lithotripsy of ureteral calculus procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the insulation of the laser fiber burned off at the end and was loose at the side of the fiber and the laser fiber fired sideways. The procedure was completed with another laser fiber. According to the physician, no cracks were noted to the cladding and no one was injured. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.